Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). The device was returned for root cause analysis and the investigation findings concluded after visually inspecting the pump and performing a functional check. No cause was established as the customer problem could not be confirmed as the upstream sensor worked properly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The display lens was broken, and the ehl showed some upstream alarms. The manufacturer representative calibrated the sensors and replaced the display lens, and the system performed as intended.

Event description:
It was reported that the pump gave a negative pressure defective. There was unknown patient involvement.